Event description:
A surgeon reported that a shunt was removed as it had no flow and the surgeon converted to a trabeculectomy. In a follow-up, the site reported that after converting to a trabeculectomy, "there were no untoward issues with the patient". Additional information has been requested.

Manufacturer narrative:
The product has not been received for evaluation. The device history record (DHR) for the lot was reviewed. No abnormalities were found during the DHR review and the product was released according to acceptance criteria. A root cause has not been identified. (B)(4).